Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent unspecified spinal surgery for the treatment of adjacent segment fracture. During surgery, surgeon while performing the t2-pelvis case, observed that every time set screw was tightened down, little pieces of metal would shear off the set screw. The product came in contact with the patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.